Event description:
It was reported that the neurostimulator rebooted itself every time it was interrogated. No matter what n'vision was used, it rebooted and erased all memory. The last attempt was in mid (B)(6) 2011 and the system did not interrogate at all. It was reported that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that in the process of resolving the issue the patient stated that she had fallen various times since before her issues with the device. The device was not explanted yet. The patient was in the process of deciding what to do next.

Manufacturer narrative:
(B)(4).